Event description:
It was reported that this left ventricular (lv) lead was revised due to diaphragmatic stimulation. The patient underwent surgical intervention to reposition the lead. This device remains in service. No additional adverse patient effects were reported.